Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis: visual inspection revealed, no issues, and the device appears to be in good condition. Microscopic inspection revealed guidewire exit port, and the distal section of the tip were in good condition. The functional test showed no indication of resistance in tracking the guidewire into the catheter. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of no problem detected following a review of the returned device, reported device guidewire stuck and catheter kinked, available information, and product record review. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the very tortuous and very calcified right coronary artery. An opticross 6 hd imaging catheter was advanced for an ultrasound examination of the target lesion. During the procedure, when they attempted to deliver the opticross, it kinked and caught on the wire, requiring everything to be removed. The vessel was rewired, and a second opticross was attempted, but it also kinked. After ballooning and stenting, a third opticross was attempted however, it again kinked at the same distal location and caught the bmw wire, which had to be removed along with the opticross. The procedure was completed with another of the same device. There was no patient complications reported. The patient fully recovered.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the very tortuous and very calcified right coronary artery. An opticross 6 hd imaging catheter was advanced for an ultrasound examination of the target lesion. During the procedure, when they attempted to deliver the opticross, it kinked and caught on the wire, requiring everything to be removed. The vessel was rewired, and a second opticross was attempted, but it also kinked. After ballooning and stenting, a third opticross was attempted however, it again kinked at the same distal location and caught the non-boston scientific wire, which had to be removed along with the opticross. The procedure was completed with another of the same device. There was no patient complications and the patient fully recovered.